Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh device may have caused or contributed to the reported event. To date no medical records, autopsy, or death certificate have been provided. The attorney alleges the patient died due to complications from his defective bard/davol composix mesh. These complications include that the device caused massive foreign body response, infection, fistula and death. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent abdominal wall hernia repair. A bard/davol composix mesh was implanted in the patient during this repair. On (B)(6) 2016: the patient died due to complications from his defective bard/davol composix mesh. These complications include that device caused massive foreign body response, infection, fistula and death. The attorney is alleging the eptfe bard composix mesh implanted in the patient failed to reasonably perform as intended and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.